Manufacturer narrative:
Exact date of event is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete device information.

Event description:
It was reported that the patient's ipg was approaching end of life. Surgical intervention occurred on 17apr2023 during which the ipg was explanted and replaced to address the issue.